Event description:
It was reported that the patient fell early in the morning and they came disconnected from their modular cable. The patient's wife plugged the modular cable back in and it was ensured that it was tightened and locked into place. The site was not sure if any pins got damaged in the modular cable. Log files were sent for review and the log files confirmed 2 driveline disconnect events. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - expiration date and UDI - correction h4 - manufacture date - correction . Manufacturer¿s investigation conclusion: review of the submitted log files confirmed 2 pump stops associated with driveline disconnects. Although a specific cause for the driveline disconnects could not be conclusively determined through this evaluation, the disconnects appear consistent with the account¿s report of modular cable disconnections after the patient experienced a fall. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported fall could not be conclusively established. The controller event log file contained events from 30mar2025 through 02apr2025. On 02apr2025, the driveline was disconnected twice causing the pump to stop. These pump stop events were associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow hazard alarms. Following reconnection of the driveline, the pump resumed operation at the fixed speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.